Manufacturer narrative:
This report is being submitted to report additional information. The product was returned and per visual inspection, fractured screw was identified inside implant drive feature. Based on the evaluation, device malfunction has occurred. The fractured screw was stuck inside the implants drive feature. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed for the screw since lot number was not available. A complaint history review by item number was conducted for the screw dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Functional testing couldn't be performed because the screw was fractured. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the final abutment screw fractured off inside of the implant. Unable to retrieve screw. Implant was removed. New implant was placed at the site. The site was grafted with allograft. Tooth #28 (universal).